Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. The following sections have corrected information: (section d) please disregard all product information. Cannot confirm which device loosened. (H4) please disregard (h6) health effect clinical code, medical device problem code, component code, type of investigation.

Manufacturer narrative:
D10 concomitant devices: 5236505 200-04-44 cemented finned tib. Tra . 2362932 204-24-13 - ps tibial inserts sz 4, 13mm. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 66 months after a left total knee replacement procedure in brazil, the patient underwent a revision procedure in brazil to address prosthesis wear. No further issues or complications were reported. No additional information is available.